Event description:
Inbound. One of cadd cassettes 52ml into infusion started alarming no disposable clamp tubing, then steady beeping with troubleshooting. When same cassette placed on back up pump started steady double beeping, unable to resolved until changed to new cadd cassette prefilled remo. No further details provided.